Event description:
An insertion issue was reported with the freestyle libre 2 sensor. Customer was unable to apply the sensor and reported she "loaded the applicator and the wire was not inside the needle it was sticking out the side". As a result, customer experienced "borderline dka" and required hcp treatment at her home. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Please note that emdr-200384 is considered a duplicate submission. Original complaint was submitted under adc case ID(B)(4), emdr-189443.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the freestyle libre 2 sensor. Customer was unable to apply the sensor and reported she "loaded the applicator and the wire was not inside the needle it was sticking out the side". As a result, customer experienced "borderline dka" and required hcp treatment at her home. No further details were provided. There was no report of death or permanent injury associated with this event.